Event description:
The nursing technician stated that there is a crack between the diet and the medication administration routes. When performing the evaluation a small crack was observed in the nasoenteral probe, which instilled water through the medication route, and it has extravasation.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. The customer stated that the device will not be returned for evaluation because it was discarded.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported complaint. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample was not returned for evaluation therefore the reported condition could not be confirmed. The manufacturing process of the y-port assembly, tests and inspections were reviewed. Functional testing and visual inspections are being performed according to the current quality standards and inspection procedures. If excessive force is applied when attempting to remove the connector cap with a twist, the y-port has a internal winged design that serves as a lever, causing a fissure from the y-port union. Corrective actions were implemented by installing a new solvent dispenser for a better handling of solvent for the assembly process of the y-port and to improve the structure of the y-port design by eliminating the ¿wing¿ design and replacing it with a ¿no wing¿ design which will increase the surface area of the bond strength for the y-port assembly.